Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not sent to the customer site. Working on the phone with bec customer technical support, the customer flushed the cartridge chemistry (cc) sample probe to resolve the issue. The customer stated there was resistance while flushing the probe, which is indicative of a sample related obstruction. (B)(4).

Event description:
The customer reported that the unicel dxc unicel dxc 800 pro synchron system generated a false low phenytoin (phy) result on one patient sample and was reported out of the laboratory. After routine controls recovered low, patient samples were rerun on an alternate dxc and the low phenytoin was discovered. The patient received a dose of phenytoin based upon the false low result, but there is no indication that the patient was harmed from the extra dose of phenytoin. The report was amended with the higher result from the other dxc instrument.